Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the first year follow up, a CT identified a possible type ia endoleak. The physician noted that the proximal neck diameter has not increased. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4).